Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced intermittent episodes of sustained ventricular tachycardia. On (B)(6) 2024 the patient experienced blood in stool and esophagogastroduodenoscopy was performed to reveal duodenal ulcers actively bleeding. It is unknown the relationship of impella to the bleeding, however the patient was heparinized for impella use. On (B)(6) 2024 it was reported the patient had a code blue eent after a sudden increase in st elevation. Cardiopulmonary resuscitation was performed for two minutes after the impella was placed on p-2. Return of spontaneous circulation was achieved. Impella placement was verified with stat echocardiography, and the pump was slowly elevated to p level 6. The patient received multiple pressors due to extreme hypotension, which may have been related to liver shock. The patient descended into multi organ failure requiring increasing chemical support to sustain adequate hemodynamics, also necessitating renal replacement therapy.the family then decided to withdraw care. Care was withdrawn from the patient, and the patient expired. The relationship between impella cp and the patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.